Event description:
It was reported that momentis subject (B)(6) with an unknown size 11400m mitris valve underwent a valve replacement procedure after an unknown implant duration due to moderate leaflet thickening and moderate regurgitation. The patient has expired on pod# 17 from multi-system organ failure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (impact code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that momentis subject (B)(6) demonstrated moderate leaflet thickening. The patient later expired due to multi-system organ failure. There was no evidence of indication for reintervention on the subject 11400m mitral valve.